Event description:
Pt was revised to address poly wear of the patella and insert.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred in the early 1990's. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.